Manufacturer narrative:
A2, a4, a5, and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the femoral artery in a male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient's comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage c. The case was initiated as usual, with purge solution exiting the impella catheter near the motor; however, after several minutes an alarm indicating "air in the purge system" occurred. Multiple attempts were made to de-air the system without success, and the purge cassette was exchanged. The second purge cassette was noted to be leaking, followed by a red "aic issue" alarm. The clinical team decided to transfer to a different automated impella controller (aic) and use a third purge cassette, which resolved the issue. The impella subsequently functioned properly without further alarms. Despite appropriate device function following troubleshooting, care was later withdrawn, and the patient expired. The device is being conservatively reported for death; however, the death is most likely attributable to the patient's underlying critical condition.

Manufacturer narrative:
B1 product problem was omitted in the initial report. This is one of three related reports. This report represents the controller, while the other two reports were submitted to represent the purge cassettes.